Manufacturer narrative:
(B)(4). Device investigation summary - the following device(s) were received: sternal zipfix w/ needle (part # 08.501.001.01s / lot # 8814231) - qty: 3. The zipfix implants that were returned were damaged in the form of clean cuts. This indicates that the devices did not fail under use; but rather, the implants were manually cut during the removal operation. It is unknown what caused the non-union. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. The sternal zipfix system is indicated for primary or secondary closure/repair of the sternum following sternotomy or fracture of the sternum to stabilize the sternum and promote fusion. Per technique guide for the sternal zipfix system five (5) zipfix implants are recommended for a full midline sternotomy when no other plates are used for fixation. Device drawings were reviewed. No drawing issues or discrepancies were noted. The design was determined to be suitable for the intended use when employed and maintained as recommended. A review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. DHR review - manufacturing location: (B)(4). Manufacturing date: 07.mar.2014 expiry date: 01.feb.2019. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Event date: unknown. (B)(4). Implant date: unknown date in 2014. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown thoracic procedure that required sternotomy in 2014, exact dates unknown. The sternum was closed with two (2) non-synthes wires superiorly, three sternal zip fix systems medially and one non-synthes wire at the inferior portion of the sternal incision. On an unknown date, the patient began experiencing sternal pain and sternal instability. On an unknown date the patient was found to have a non-union of the sternum. On (B)(6) 2016, the patient underwent removal of the three sternal zip fix systems as well as the three (3) other non-synthes wires. There was no surgical delay reported. No further patient harm was reported. Two non-synthes sternal plates were implanted successfully. No additional information was available. This is report 3 of 3 for (B)(4).